Event description:
A test strip for measuring low chlorine levels in water used to prepare solutions for kidney dialysis gave falsely low values in the presence of very high levels of chlorine. The tested water came from a holding tank that had been sanitized with chlorine the night before. On june 27, 2000, a voice mail referred to a "problem" with the new reagent strip for low range chlorine. On june 28, co learned that two persons undergoing kidney dialysis became ill because the water used to make the dialysis solution contained chlorine. The dialysis center personnel checked the solution with a test strip designed to measure higher levels of chlorine and showed that there was chlorine present in the solution. There was intervention by dialysis center personnel and the pts have not suffered permanent injury. They are described as fine. The above info is based on telephone conversations. The dialysis center has not yet provided a written report to the MFR.